Manufacturer narrative:
Investigation description. The device charged successfully and powered on without any issues. However, it was unable to establish a connection with the mobile app. Alert 60 was present in the notifications menu. Within the 'about ilet' menu, both the bluetooth address and the ble bootloader address displayed as 0.0.0. After installation of a known-good hoverboard, alert 60 cleared, and both bluetooth addresses populated correctly. The device then connected to the mobile app without issue, and engineering logs were successfully downloaded and reviewed. The complaint regarding premature battery depletion was confirmed, and alert 60 was also verified in the logs. The rapid battery depletion was determined to be caused by a faulty battery. The hoverboard will need to be replaced.

Event description:
It was reported that an ilet pump stopped functioning and would not power on despite attempts to charge from multiple outlets with the case removed and screen oriented upward, and the external charger displayed a solid green indicator, consistent with a device power or battery malfunction. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education on shutdown, data sync to the mobile app prior to return, and guidance that data would not transfer to the replacement device. Investigation included customer-service guided troubleshooting and arrangements for device return with a shipping label. Investigation of this case revealed that the device failed to power on while the charger appeared operational, consistent with a hardware power or internal battery failure within the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction consistent with battery or power subsystem failure.